Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, insulin pump was received stuck in the motor error loop during bolus /basal delivery. Unable to confirm error alarm due to history file over written with alarms. The insulin pump alarmed due to a corrupted history file. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor position encoder error and then motor error. The settings got erased and the motor error alarms are recurring. The drive support cap is protruded. Blood glucose value was 289 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.